Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump experienced malfunction identified by code 16 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was informed that malfunction was resettable, was provided pump reset instructions by technical support, and planned to follow up because reset was not completed during the call, and no additional information was received regarding the outcome of the event.